Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor wire was not returned to dexcom; however, the housing puck for the sensor wire was returned for evaluation on 05/06/2015. The device was visually inspected and no defect was found. Due to the sensor wire not being returned with the housing puck, the reported event of a possible broken sensor wire could not be confirmed.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a broken sensor wire on (B)(6) 2014. The distributor did not report any injury or medical intervention. No additional event or patient information is available.